Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the checkout of the fiber optic repair the cardiosave intra-aortic balloon pump (iabp) had an issue as unit is detecting external ECG source without cables connected, the front-end board had an issue with detecting the cable. No patient involved. No harm.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field: e1 (event site email) full event site name: advocate lutheran general hospital a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that during the checkout of the fiber optic repair, the front end board had an issue with detecting the cadiosave trainer without patient cables connected. The displayed error message was ¿disconnect trainer¿patient cable(s). The fse replaced front end board which resolved the issue. Performed all calibrations. Unit passed all functional and safety tests and the unit cleared for use. The failure analysis and testing dept. Received part with a reported unit failure of the unit detecting an external ECG signal without a cable connected. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial and tested the part to factory specifications. No failure confirmed for this part. Retaining the part in the failure analysis and testing department.